Event description:
A report was received via clinic notes for a patient's generator replacement due to battery depletion that the patient's device has high impedance, and the generator is not able to provide the programming output current. Information was received that the patient's lead and generator were replaced. It was stated that the generator was replaced prophylactically and the lead was replaced due to high impedance. The explanted devices have not been received to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator and lead were discarded after explant surgery and therefore will not be returned. No additional relevant information has been received to date.